Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: ac power not recognized, cord works other machines, vent no recognize ac on any cord, runs off batteries, batts no charge . No patient involvement as it occurred in biomed shop.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Additional information added in follow-up #1 (B)(4). Field b4, g6, h2, h3, h6 and h11 updated. The issue was discovered during preventive maintenance. No patient was involved. Consequently, the event did not cause or contribute to a death or serious injury. The root cause of the event was determined to be a defective power supply. After replacing the power supply, the device was found to be functional and was released for use. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the defect on the power supply could result in inadequate ventilation support. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.

Event description:
The following was reported to hamilton medical ag: ac power not recognized, cord works other machines, vent no recognize ac on any cord, runs off batteries, batts no charge. No patient involvement as it occurred in biomed shop.